Event description:
It was reported that the customer passed away due to heart failure and mentioned that diabetes led up to the event. The customer was disconnected from the device three days before passing. No further information was provided.